Event description:
It was reported that the device had cracks on downstream occlusion seal, found during preventive maintenance testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion seal. Functional testing was able to verify the reported problem. It was determined that the cracked downstream occlusion seal was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.